Event description:
It was reported that the user entered a pool during an emergency with the iLet pump attached, after which the pump would not power on, consistent with moisture damage related to a seal component; a replacement was arranged, and the user was advised on shutdown and data handling, with continued glucose monitoring via CGM. Symptoms included hyperglycemia and excessive thirst. Outcomes included unexpected medical intervention with medication. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed leakage at a seal consistent with moisture ingress causing device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was a manufacturing deficiency.